Event description:
Related manufacturer reference number: 2017865-2021-22077. It was reported that the patient presented for a scheduled device change. The procedure was successful; however, at the end of the procedure the implantable cardioverter defibrillator was interrogated and exhibited high impedance. The physician decided to have the device checked again later that day. The device was interrogated for the second time and again exhibited a high impedance. The physician decided to go back to surgery as he suspected the lead might have been damaged in the previous procedure. During the 2nd procedure the lead was reviewed, and it was in good condition. The physician decided to change out the device for another of the same model, which also exhibited high impedance. It was decided to leave the device implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pli was confirmed but could not be replicated in the laboratory. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The field event was not reproducible on the bench in lab. Additionally, the event occurred during attempted implant which suggests the high pli is not device related.